Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80%of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis revealed showed the battery indicator signifying that it the time is approaching for device replacement. The analyst commented the weekly battery voltage trend data in save to disk file shows min bat equal to 2.83 to 2.66 volts between (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.61 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was noted to be approaching elective replacement indicator as the weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery was 2.83 to 2.66 volts between 05-jan-2012 and 05-jul-2012 is before device rrt <= 2.61 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been received. The device has now been explanted and replaced. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was not meeting the expected longevity. No intervention was taken and the device remains in use. No patient complications have been reported as a result of this event.